Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was (B)(6) 2017. It was reported that during a pump replacement for elective replacement indicator (eri) on (B)(6) 2017, a hole was ¿poked¿ in the sutureless connector of the 8709 and needed to be replaced. No symptoms were reported. A new connector was attached which resolved the issue. The catheter was aspirated and the pump tubing and catheter were primed. The representative reviewed the prime bolus information for the new pump; bupivicaine 40 mg/ml; 6.002 mg/day and morphine 15 mg/ml; 2.251 mg/day. No further complications were reported.